Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during left ventricular lead extraction procedure, the right ventricular lead was found to be dislodged. The lead was explanted and replaced when repositioning was unsuccessful. Upon extraction, an unknown synthetic material was found at the tip of the right ventricular lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.